Manufacturer narrative:
The negative tidal volumes were reported. Moreover, o2 concentration did not correspond to the actual set value - lower level than set. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the issue was not reproduced and no parts were replaced. The device was delivered to the user in working condition. The issue was decided to be reported as records for low o2 concentration and high pressure were found in device's logs. Since no parts were replaced, the root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/01/2020. Corrected manufacture date: 10/13/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 and high pressure. There was potential for patient harm. Manufacturer's ref.#: (B)(4).